Manufacturer narrative:
H3 other text : device not returned.

Event description:
The customer reported a speaker malfunction. The device was not in use on a patient at the time of the event. No patient or user harm was reported. The remote support engineer spoke with the customer and confirmed the issue. The customer biomed stated the unit had a speaker malfunction and he needed parts replacement information. Based on the information available and the communication conducted, the cause of the reported problem is a defective device. The customer was provided a replacement device quote to resolve the issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the device has a speaker malfunction. The device was not in use on a patient at the time of the event.